Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection confirmed the reported bunched outer insulation, which caused the conductor coil to become deformed, and the stretched proximal shocking coil. The gore covering was torn/separated from the medical adhesive (ma) in this area. Dried blood was noted in the helix mechanism. A stylet was not able to be inserted into the lead due to the deformed conductor coils. These issues would have contributed to the helix extension difficulty observed during the implant procedure.

Event description:
It was reported that during the implant procedure, the proximal shocking coil on this right ventricular (rv) lead became extremely stretched. The lead was repositioned many times and when in the final position, the transvalvular insertion (tvi) tool was removed. Then the lead moved and had to be repositioned without the tvi tool in place, but the helix would not extend. The lead was removed from the patient and the damage to the shocking coil was concerning to the physician so a new lead was implanted. No adverse patient effects were reported. The attempted lead was returned for analysis.